Event description:
It was reported that during implant the impedance varied despite several attempts at repositioning. The lead was implanted but the following day it was noted impedance remained high and lead had dislodged. The lead was explanted and replaced with an active fixation lead. No patient complications were noted as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.